Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with an activ l pe-inlay 8.5mm (reference MDR ID 2916714-2020-00284), an activ l sup plate size m 6°/spikes, and an activ l inf plate s1 size m 5°/spikes (reference MDR ID 2916714-2020-00282), for an active l prosthetic disc implant. According to the complaint description the implant migrated 8 weeks postoperative. The implant migrated anteriorly. No issues on two week postoperative x-ray images and no issues in the surgery. A revision surgery was necessary. Additional information has been requested but not yet received as of this report. (B)(4).